Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported migration and pain are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported migration and the reported patient symptom of pain are known risks associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) was experiencing abdominal pain. The balloon had migrated from its original position. A surgical procedure was performed to remove and replace the balloon, and the new balloon was placed in a different location. No additional patient complications were reported.